Event description:
It was reported that the crossflow arthroscopy pump would not power on.

Event description:
It was reported that the crossflow arthroscopy pump would not power on.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The pump was received with the warranty seal unbroken. The pump was also inspected for physical damage, none was seen. The pump was then opened to check for any for burnt/damaged components on all pcbas, none were seen. The unit was received with no power, the fuses were checked and passed continuity test. A new power supply was installed and the unit was able to boot up to the application. The critical error log was also reviewed and there were no errors related to the complaint. The pump underwent 20 power cycles in which the rf (radio frequency) probe and shaver were activated 3 times each per cycle. No error messages or issues were observed during testing. Probable root causes could be - non conforming power supply and/or, electrical power surge. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.